Event description:
It was reported that when the asymptomatic patient presented in-clinic during a follow-up, the pacemaker was found to be in backup vvi. Troubleshooting could not be performed. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to non maskable interrupt. The device was tested on the bench. The cause of the checksum error that resulted in the non maskable interrupt could not be determined.